Manufacturer narrative:
The observed damage may have occurred during shipping and handling after clinical use was completed. (B)(4). The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the manufacturer in damaged condition. A kink was observed in the hypotube approximately 7.5cm from the proximal end, the proximal coil was stretched just distal of the hypotube and the distal tip radiopaque coil along with the soldered dome was separated and missing from the device. The sensor was intact however a "whitish" substance was observed. This is likely due to the saline solution used to sanitize the device prior to being returned to the manufacturer. Functional test was performed and the wire was recognized and successfully zeroed. No error messages were encountered. It was confirmed with the user that no damage to the device was noticed at the time of use, no patient adverse events occurred and the patient was discharged according to the original treatment plan. The IFU precaution statements for this device indicate "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." No further action is required.

Event description:
It was reported that after connecting the pressure guidewire from the system, it was recognized and zeroed; however, an error message 108 was obtained. The pressure guidewire was completely retrieved from the patient's body and the physician did not observe any damage to it. A new pressure guidewire was used and the physician continued the procedure without encountering any problems. It was further reported that the device was wiped clean with nacl 0.9% before it was returned to the manufacturer. There was no report of patient injury or adverse event and the patient was released from the hospital according to the original treatment plan. It was reported that patient is doing fine. The device was returned to the manufacturer for evaluation. During examination, it was observed that the distal tip radiopaque coil was missing on the device. It is unknown how the observed damage may have occurred; however, it may have been as a result of shipping and handling after clinical use was completed.